Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00037. It was reported that the right atrial lead exhibited noise and low impedance. During the procedure, when the lead was disconnected from the pacemaker header, no noise was observed. The lead was tested via psa and everything was fine. When the lead was reconnected to the device, noise was noted again. The lead and device were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise and low lead impedance were not confirmed. Visual inspection did not find any anomaly that could contribute to the field complaint. Analysis performed, including thermal and mechanical testing of the device did not find any anomaly. Impedance test was performed by applying various load to the device and device was able to measure the impedance correctly. Crosstalk test was also performed, and no noise was observed. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.